Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Please note the IFU states the coronary orbital atherectomy system is inteded only for use in coronary artery lesions. Csi ID: (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to treat a severely calcified anterior tibial artery where it turns into the dorsalis pedis (dp). The device was navigated just above the lesion, however, the peripheral viperwire would not advance. A coronary flextip viperwire was then attempted to be used with extreme force. After several attempts, the wire crossed through the lesion into the dp. Four treatments were performed on low speed with the oad. Upon removing the oad and following x-ray imaging, it was observed the wire was becoming detached. Once the oad was ex vivo, the physician pushed the wire back down. Further x-ray imaging was performed and revealed the tip of the wire had broken off in the patient's ankle. No intervention was performed at this time to retrieve the fractured component. Additional surgery is anticipated.